Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Current pump history shows no alarms related to the complaint. Total daily dose adds up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test successfully. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that they were hospitalized for diabetic ketoacidosis. The patient stated that they were admitted yesterday with vomiting and a blood glucose (bg) of 542mg/dl. The patient reported at one point her bg was 700mg/dl and they were bolusing and got to 542mg/dl. The patient mentioned that they just started a new vial on insulin that was form their doctors office. All settings were correct. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.